Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that the patient's ipg became inoperable due to not recharging as recommended.. As a result, the patient may undergo surgical intervention to address the issue.